Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the ht70 ventilator oxygen blender was creating loud noise and was vibrating constantly. There was no patient involvement. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service provider (sp) cross checked with standby oxygen blender. The ventilator is in working condition. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the oxygen sensor. Patient involvement information was not provided by the customer. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return. The complaint will be closed and reopened/updated should new information become available or if the product is returned to the manufacturer for investigation. The information has been added to the database for trending purposes and trends will continue to be monitored. A CAPA is not required at this time.